Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03281. It was reported that pt has been experiencing heating at her scs ipg pocket site while charging her scs system. It was also reported the pt has lost 60 lbs since the implant of her scs system. A spacer kit was sent to the pt. Additionally, a sjm representative advised the pt of charging recommendations. Follow-up is pending. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.